Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that at the last regular follow-up appointment, a decrease in device battery was noted. Boston scientific technical services was contacted and confirmed that the battery was depleting normally. It was discussed that the elevated power consumption of the device is likely due to high atrial rate sensing. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.

Event description:
It was reported that at the last regular follow-up appointment, a decrease in device battery was noted. Boston scientific technical services was contacted and confirmed that the battery was depleting normally. It was discussed that the elevated power consumption of the device is likely due to high atrial rate sensing. The patient's medication was adjusted to control the high atrial rates. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to b5 for more information regarding the specific circumstances of this event.